Event description:
Customer reported an unexpected negative reaction with a patient sample containing anti-e when tested on the galileo using capture-r ready-ID. A 2_cell assay was tested with lot x194 and a ab_ID assay with lot id086 were run on the sample. The 2_cell had positive reactions for cell 1; the ab_ID was negative.

Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture-r ready-ID, lot id086. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.